Manufacturer narrative:
The thermogard ivtm system that was completely flooded with saline due to suk leak was dried out by the customer. Per reporter, the thermogard ivtm system does not required service from zoll. Product was not returned for investigation.

Event description:
During ivtm therapy, the customer noticed the thermogard ivtm system (sn (B)(4) generated an "air trap warning" and observed the 500ml saline bag was empty. Customer noticed saline leak on the air trap on the start-up kit (suk) (lot #167092), and saline was observed on the floor. The customer replaced the suk with same lot #167092 along with a new saline bag and another thermogard console (sn (B)(4). At unknown time, the customer noticed the thermogard ivtm system generated an "air trap warning", and the second start-up kit (suk) (lot #167092) air trap was leaking saline and saline was observed on the floor again. The suk and saline bag were replaced and continued treatment with the same thermogard console (sn (B)(4) after it was dried out. Per reporter, the thermogard ivtm system (sn (B)(4) was dried out and do not required service. No consequences or impact to the patient. On (B)(6) 2022, per additional information, thermogard ivtm system (sn (B)(4) was replaced because it was completely flooded with saline and after the event, it was taken out of service. Then, the thermogard ivtm system was dried out by the customer, and it does not required service from zoll.